Manufacturer narrative:
No device analysis results are available because the device remains implanted. The root cause of the reported event remains unknown. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
An echocardiogram was performed on (B)(6) 2023 to confirm the validity of the pressure sensor readings. The sensor was recalibrated via the patient network database on 13nov2023 and the mean was increased by 37 mmhg on.